Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers had failed. During narcotic dispensing, all pockets were opening instead of just one. The field service engineer (fse) found that the mini pockets were opening too far due to a faulty mini engine in the drawer. The fse replaced the engine. A final test was performed and passed. The customer successfully completed inventory and confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had issue with mini drawers. All mini-drawers are opening all pockets instead on one pocket during dispensing narcotics. There were no adverse events or injuries reported based on this event.